Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that during an implant procedure, right ventricular (rv) lead sensing was tested on the programmer with acceptable values and when the rv lead was connected to the device, the sensing measurements dropped to three times below what was observed with the programmer. The status of the rv lead is unknown at this time. No patient complications have been reported as a result of this event.